Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A balance middleweight (bmw) universal guide wire snapped off in the patient anatomy and parts of the guide wire were not retrievable and remain in the patient. There was no clinically significant delay in the procedure. Additional information was requested. Additional reported information indicates that the guide wire advanced without resistance. Reportedly, the tip separated at the marker point near the distal end of the guide wire, and remained in the patient. No attempts were made to retrieve the tip from the patient anatomy. The tip was embedded/crushed into the vessel wall using an unspecified stent. Resistance was noted during withdrawal due to patient anatomy and the tip seemed to separate from the guide wire while the guide wire was being removed from the septal perforator. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was retained by the hospital/customer and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.